Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the head of pedicle screw was broken during closing the blocker. The broken screw was explanted and replaced with the same size screw. There was a 20 minutes surgical delay and the patient did not retain a foreign body.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Device available for evaluation?, date received by MFR, device evaluated by MFR? And evaluation codes were updated based on the receipt of the device.

Manufacturer narrative:
The returned screw was examined. One side of the tulip was bent outwards and partially cracked. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding assembly of the screw with the set screw.